Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Device code - unknown; expiration date - unknown; date implanted - unknown; date explanted - remains implanted. (B)(6). Manufacture date ¿ unknown . Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Information was received based on review of a journal article titled, "effect of patellar resurfacing on patellofemoral crepitus in posterior-stabilized total knee arthroplasty" which aimed to investigate the influence of patellofemoral resurfacing (pr) on the incidence of patellofemoral crepitus (pc) using the vanguard complete total knee system manufactured at biomet. This study consisted of 84 knees from 69 patients who underwent total knee arthroplasty between 2010 and 2013. This article reports that five patients experienced patellar clunk, which was managed with observation during the study. In conclusion, the study showed that the absence of patellofemoral resurfacing was a significant risk factor for pc and that the combination of pr and the chosen femoral component design may produce an increase in patella tilt, a medial patellar shift, and a decrease in the patella flexion angle, resulting in a lower incidence of pc.